Event description:
The dr set the verification point using anatomical verification. The instatrak system accepted this point. During the procedure, the dr went back to this point to re-verify and reported that the system was inaccurate by approx 20mm while comparing the tip of the instrument relative to the pt anatomy.